Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire had the spring tip detached and missing. Dimensional inspection was performed and were within specifications. The distal o.d. And overall length could not be performed due to device condition (spring tip detached and missing).

Event description:
It was reported that the rotawire detached, the patient experienced a perforation and was sent for coronary artery bypass graft. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal circumflex artery. The right radial artery was accessed using a 7f non bsc sheath. The proximal left circumflex was difficult to visualize due to the patient being obese. The left circumflex was wired with difficulty. Rotational atherectomy was performed using a rotapro 1.25mm and a rotawire. The rotapro stalled after the initial atherectomy. The rotapro was pulled back successfully in the guide catheter. Upon removal of the burr it appeared that the distal 4 to 6 mm of the rotawire detached within the patient. The detached wire was in the left circumflex or the left main or aorta. The proximal left circumflex remained under dilated and there was intention to recross and advance a balloon catheter for dilation and proceed with stenting the vessel to jail the detached wire as snaring was not possible with the non-dilated proximal left circumflex lesion. Multiple guidewires were used in attempts to cross the lesion. All were unsuccessful. Staining was then observed within the left main and the patient became hypotensive. Pericardial tamponade was suspected. A perforation was observed in the left main. A 4.0x19mm stent was deployed to treat the perforation. The perforation was sealed. Immediate pericardiocentesis was performed with restoration of blood pressure. The patient required minimal cardiopulmonary resuscitation and epinephrine. Intubation was not required, and the patient was awake and conscious. The pericardium was drained. Trivial effusion remained and was the same 2 hours post procedure. The pericardial drain was left overnight. The patient underwent coronary artery bypass graft and is doing well.

Event description:
It was reported that the rotawire detached, the patient experienced a perforation and was sent for coronary artery bypass graft. The 90% stenosed target lesion was located in a severely calcified and moderately tortuous proximal circumflex artery. The right radial artery was accessed using a 7f non bsc sheath. The proximal left circumflex was difficult to visualize due to the patient being obese. The left circumflex was wired with difficulty. Rotational atherectomy was performed using a rotapro 1.25mm and a rotawire. The rotapro stalled after the initial atherectomy. The rotapro was pulled back successfully in the guide catheter. Upon removal of the burr it appeared that the distal 4 to 6 mm of the rotawire detached within the patient. The detached wire was in the left circumflex or the left main or aorta. The proximal left circumflex remained under dilated and there was intention to recross and advance a balloon catheter for dilation and proceed with stenting the vessel to jail the detached wire as snaring was not possible with the non-dilated proximal left circumflex lesion. Multiple guidewires were used in attempts to cross the lesion. All were unsuccessful. Staining was then observed within the left main and the patient became hypotensive. Pericardial tamponade was suspected. A perforation was observed in the left main. A 4.0x19mm stent was deployed to treat the perforation. The perforation was sealed. Immediate pericardiocentesis was performed with restoration of blood pressure. The patient required minimal cardiopulmonary resuscitation and epinephrine. Intubation was not required, and the patient was awake and conscious. The pericardium was drained. Trivial effusion remained and was the same 2 hours post procedure. The pericardial drain was left overnight. The patient underwent coronary artery bypass graft and is doing well.